Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the device was in backup operation due to magnetic resonance imaging (MRI) scan that was performed without appropriate programming. High voltage therapy was disabled during backup. A device restoration was successfully performed. The patient was stable.